Manufacturer narrative:
(B)(4).

Event description:
The hcp 'felt the needle move' during a pump refill. The patient started having overdose-type symptoms approximately 1 hour following the refill. The patient was brought to the emergency room and given narcan. She was released a short time later. The patient started having symptoms on the way home. She lost consciousness and was brought to a different emergency room, intubated, and admitted to the intensive care unit. Approximately 24 hours later, the patient's symptoms have improved. She appeared to be back to normal. The hcps were ruling out overdose, although no troubleshooting, including verifying programming, alarms, volume discrepancy, and prescription, had been done. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.